Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The field service engineer confirmed that the system check was positive. Additional information such as treatment data and logfiles pertaining to the specific patient covered by this complaint file were requested but not obtained. However, no technical root cause could be identified by the review of the logfiles and treatment data of the other cases of this cluster report and the system was found to be working within specification. The local field service engineer reported that some steps were taken together with the customer which led to some changes to the sterilization process and use of disposable sets and energy values. The issue has not re-occurred since then. No sample was expected to be returned to manufacturer for evaluation. The investigation is completed based on the assessment of the provided data. No technical root cause was identified based on the provided information pertaining to the cluster report and the product was found to be within specifications. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient had (sands of sahara) diffuse lamellar keratitis in the right eye after lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the right eye and other manufacturer reports will be filed.